Event description:
The customer reported that the generator at the time of the incident was not in auto mode. The bipolar power settings were at 15 or 20.

Event description:
The customer reported that during a procedure, a wolf bipolar wand while connected to the forcetriad unit, automatically activated without a footswitch being pressed. The device had initially worked fine when, testing prior to use and activating the footswitch. Shortly after prior to use, the generator made activation sounds. The handpiece was replaced with an unknown wolf device and used with the same forcetriad generator to complete the procedure. There was no staff or patient injury. The staff determined that it was the wolf device that was the problem. After the procedure the generator was tested by the site's biomed and found to function normally and within specifications. The unit and footswitch have been placed back into service and will not be returned for evaluations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.